Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided hydropericardium drainage catheter placement procedure using navarre universal drain. It was reported that after the procedure, the sure-loktm thread was allegedly digression. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation; three photos were provided for review. The photo show partial view of drainage catheter in which sure-lok thread was noted to be comes out from proximal thread hole and distal end of thread was not visible in the provided photo. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported thread break and material separation issues for both the devices. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labelling or use related issue, a labelling review is not required. G3, h6 (component, method). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided hydropericardium drainage catheter placement procedure using navarre drainage catheter. It was reported that after the procedure, the sure-loktm thread was allegedly digressioned. The procedure was completed using another device. There was no reported patient injury.